Event description:
It was reported that externalized conductors were seen under fluoroscopy. All electrical measurements were normal. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned in two pieces. External insulation abrasions were found at 40.9cm - 41.3cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasions were found at 11.6cm - 13.2cm, 13.6cm - 16.2cm and 26.8cm - 28.5cm from the distal tip. The re, rv and svc conductors were visible but the etfe coating was intact at all abrasion locations.